Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and after completing the reset, the customer successfully started their sensor session without further error codes appearing.